Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was a tear in the seal near the guide ring of the sutureless connector.

Event description:
Additional information received reported that the patient had reportedly been put on oral medication. The surgery was reportedly "supposed to be" a pocket revision. The manufacturer's representative alleged that the neurosurgeon had not been properly trained as this was his second pump surgery. It was noted that the neurosurgeon "knew nothing" about where the drug was, what drug was in the pump, or that the patient should start a lower intrathecal daily dose as because of the previous withdrawal. It was noted that the neurosurgeon did not know to start the intrathecal dose lower as the patient had gone through withdrawal. The event logs were reportedly normal and there were no pump alarms. It was noted that when the pocket was opened, everything looked intact but there was fluid in the pocket. They reportedly put a new proximal segment piece on the existing catheter piecing them together because the existing one "did not look right on the pump port" according to the manufacturer's representative. They reportedly took the existing pump out of the patient because the doctor wanted to see if fluid would drip from the port. They "even primed more volume than recommended", trying twice but did not see any fluid coming from the port so the doctor decided to replace the pump. It was noted that no drug was put in the new pump reservoir as it had sterile water left in it and the catheter had no drug in it. The pump was reportedly programmed to the minimum rate mode. The new pump was reportedly supposed to be filled with drug when the patient went back to the hospital. The manufacturer's representative reportedly had no idea how the patient was doing at the time of report. It was later reported that the patient was doing well and receiving effective therapy at that time. Additional information was requested, but was not available at the time of report.

Event description:
It was reported that the patient had withdrawal. A pump revision was performed and the pump was removed, and the health care provider (hcp) noted the catheter was patent with good cerebrospinal fluid (csf) backflow. A ¿small¿ bolus was attempted and they did not see any fluid dripping from the pump/catheter port. The pump logs had been checked and there were no alarms. It was further reported that the patient went through withdrawal approximately 4 to 5 weeks prior to surgery. During the surgery, it was again noted that the catheter was patent once disconnected from the pump, and that they could not see flow from the pump with a single bolus at 0.2 or 0.9. The surgeon thought the pump malfunctioned. Patient injury was noted. The pump was being used to deliver baclofen and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.